Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that an attempt was made to use a 0.035¿ angiographic wire. The device was inspected prior to use with no issues noted. The device was prepped per the IFU with no issues noted. It was reported that the wire tip was not formed by the physician. Resistance was not encountered and excessive force was not used. It was reported that the angiographic wire was frayed at the start of the j-tip. The tip did not detach. The damage was noticed upon removing the wire from the guide catheter. Patient is alive with no injury.